Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, bartonella haenselae infective endocarditis following transcatheter edge to edge mitral valve repair: a case report. (B)(4).

Event description:
This is filed to report a endocarditis, prolonged hospitalization, surgical and medical intervention. It was reported through a research article titled, bartonella haenselae infective endocarditis following transcatheter edge-to-edge mitral valve repair: a case report identifying mitraclip devices that may be related to endocarditis requiring prolonged hospitalization, surgical intervention, and antibiotic therapy. Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: the initial date received by manufacturer is 04/21/2019.

Manufacturer narrative:
Internal file number: (B)(4). The UDI is unknown as the part and lot number was not provided. The device was not returned for evaluation. The reported patient effects of endocarditis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record could not be performed as lot number was not provided. Based on the information reviewed, a conclusive cause for the reported endocarditis could not be determined. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.